Event description:
It was reported that the bd microlance¿ hypodermic needle was broken during use and hurt a patient when they were injected with it. The following information was provided by the initial reporter: "unfortunately I have to report that a patient got hurt because she was injected with a broken/short needle."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 190315 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture sample, the cannula appeared shorter and without a point. It is possible that this incident resulted from an error in the cannula cutting process, before the cannula point is formed. During the cannula tubing cutting process, the automatic cutting machine consistently cuts the cannula tubing that is still within the machine, which may result in residual tubing that is shorter than specification. If the residual material is not discarded, it will move through the next step of the production process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd microlance hypodermic needle was broken during use and hurt a patient when they were injected with it. The following information was provided by the initial reporter: "unfortunately I have to report that a patient got hurt because she was injected with a broken/short needle."